Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the reported symptom. The door not fully latched alarm was displayed during eval and found to be caused by a failed upper link switch. As a result, the upper auxiliary assembly was replaced.

Event description:
It was reported that a pump alarmed door not fully latched. Any pt involvement, injury or medical intervention is unk.